Manufacturer narrative:
The complained test strips have been calibrated against the who standard and are in the scope of the roche initiated recall. For these test strips, there is a potential for a product problem when the inr is > 4.5. Values > 4.5 inr showed an increasing positive bias. The information in the case is consistent with the details of the recall and the issue has been fully investigated. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. The laboratory method was sysmex ca 1500 with dade innovin reagent. The result from the meter approximately 1 to 2 months ago was 4.5 inr. The next day the result from the meter was 4.1 inr. The elapsed time between the results was greater than 7 hours. The specific dates of the results were not known. Within 7 hours of one of the results from the meter, the result from the laboratory was approximately 2.5 inr to 2.9 inr. The customer did not know the specific date or result from the laboratory. There was no adverse event. The customer believed the laboratory result was correct. The customer stated that during the time of the event she had injured her knee and had swelling in her knee. The customer's current condition was "fine". The customer's therapeutic range was 2.5 - 3.5 inr.